Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The device evaluation was within normal limits. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an unspecified therapeutic procedure, when the forceps were pushed through the scope channel, debris fell out into the patient. The debris appeared to be tissue from an unknown prior procedure. The debris was unable to be retrieved. The patient passed all unspecified tests and was not effected. The olympus field service engineer assessed the oer-pro and reported: performance test passed, channel pressure test passed, cycle test passed, checklist passed, tested good and placed machine back in service. This event includes 2 reports: (B)(6); gif-h190, (B)(4); (B)(6); oer-pro, (B)(4). This report is 1 of 2 for (B)(6); gif-h190, (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, foreign material could not be identified, and no information was able to be obtained on whether the inspection and reprocessing steps were performed prior to use of the device. Therefore, the root cause could not be determined. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.